Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) results in the risk stratification range for fourteen patients. The results were generated on the unicel dxc 600i synchron access clinical system. The initial erroneously elevated results were reported outside the laboratory. The customer re-ran the sample and the results were within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field applications specialist was onsite and ran preliminary diagnostic testing and found the inc 52 testing failed. Due to this preliminary hardware troubleshooting failure, field service was dispatched to further investigate the system. The fse inspected the instrument and fixed the hardware issue. Although hardware issues were addressed in this event, a definitive root cause could not be determined. This is 13 of 14 separate MDR reports related to 14 patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-02726, 2122870-2011-02727, 2122870-2011-02728, 2122870-2011-02729, 2122870-2011-02730, 2122870-2011-02732, 2122870-2011-02733, 2122870-2011-02734, 2122870-2011-02735, 2122870-2011-02736, 2122870-2011-02737, 2122870-2011-02738, 2122870-2011-02740 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.